Event description:
The user facility reported the patient undergoing coronary artery bypass graft x 1/aortic valve replacement had an impella 5.5 device implanted prior to coming off bypass for mechanical circulatory support and unexpectedly expired. The patient was on impella 5.5 support via direct approach when there was a sudden, significant output in the chest drain and rapid drop in blood pressure. At bedside, the decision to open the patient's chest was made and revealed the chest cavity full of blood. The bleeding source was noted as the anastomosis of a graft on the aorta. Cardiac massage was started, and the patient urgently transferred to the cardiovascular operating room where the graft was stitched. Nine units of unpacked red blood cells were given along with internal defibrillation attempted. However, ultimately time of death was called, and the impella pump was turned off as the physician made the decision to withdraw attempts of resuscitating the patient due to the heart muscle not moving and long duration of non-perfusion to rest of the body.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-11209 was provided in sections b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the vascular damage - great vessel issue has been completed since the original report was submitted. The product was not returned for investigation. The patient had an anastomosis of graft between the aorta and the graft which was found to be not stitched correctly leading to likely bleeding. Surgical intervention was done. No vascular damage event was confirmed. The root cause of the access site bleeding-major issue was most likely use related due to improper technique.

Manufacturer narrative:
The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Added- h6 clinical code 2152, h6 component code 925 h1-type of reportable event should have been death in report #1220648-2024-11209 follow-up #1.